Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025, information was received from an healthcare professional (hcp), regarding a patient receiving an unknown drug via an implantable pump. It was reported the hcp knew that the guidelines state electrocautery should not affect the pump, but they had a patient 9 months ago, where electrocautery increased the dose, the patient was getting. The hcp stated that the day after surgery, the patient had increased somnolence.